Event description:
It was reported that the right atrial (ra) lead was noted with possible intermittent undersensing on some of the stored electrograms. The lead remains in use. No patient complications have been reported as a result of this event.